Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the tip measuring 45.0 cm was returned for analysis. Internal insulation abrasion was noted at 11.0 cm to 15.1 cm, 15.8 cm to 16.1 cm, and 31.4 cm to 32.3 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.